Event description:
A home patient (hp)'s nurse contacted baxter to report about several cracked minicaps. There were no adverse events as a result of this event. During a follow up with the hp regarding the cracked minicaps, it was revealed that there were a total of six minicaps with hairline cracks. Per hp, each minicap belonged to a different lot. The hp stated that she found the cracks during use about 2 to 8 hours after placing them on, sometimes during shower and sometimes while wiping the minicap/transfer set with alcohol wipes. The hp stated that she also noticed the betadine leak through the cracks on about 3 or 4 of the 6 cracked minicaps. The hp did not remember the dates. The hp stated that she was given antibiotics as a precautionary measure a couple times and that her transfer sets were replaced after event. The hp confirmed that she did not have any injury or harm as a result of these incidents. The hp stated that she started to put a tape on the minicaps after placing them on, and has not had any problems since. The hp verified that she discussed this with her nurse as well. The hp stated that she had saved the six cracked minicaps and handed them over to her nurse along with the packaging. The hp did not know the lot numbers. The hp stated that she is doing fine and continuing therapy. Product surveillance contacted the nurse to request the cracked minicaps for evaluation. The nurse stated that she only had two minicaps available this writer informed her that a return kit will be sent to retrieve the two samples. The nurse was unsure what might have caused the cracks, and added that they observed the hp place the minicap on the transfer set, and confirmed that hp was following proper procedure. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Sixth of 6 emdrs. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.